Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 39.0-39.6cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location. External insulation abrasion was noted at 48.6-48.8cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 11.0-13.5cm rom the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. The lead was explanted and replaced without complications. The patient is doing well.